Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was in emergency room due to hyperglycemia on (B)(6) 2019 with blood glucose level was 590 mg/dl when admitted in the hospital and 400 mg/dl at time of incident. Customer stated that when they had oral surgery then blood glucose level was 369 mg/dl and treating with insulin pump then blood glucose got up to the 500 mg/dl so they went to emergency room and was given 3 to 4 bags of saline and 10 units of insulin and blood glucose got down to 109 mg/dl and then blood glucose level was 309 mg/dl. Customer mother call back and the blood glucose was 230 mg/dl. The customer was treated with insulin and saline for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that they did not allege insulin pump was under delivering. Customer reports bolus wizard was programmed accurately. Customer did not allege insulin pump was under delivering. Customer stated insulin exited at the quick release. Customer stated that the high pressure test was passed. Customer states the cannula was not bent. The device will not be returned for analysis.